Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests on 3 of 3 attempts. The instrument was recognized by the e-100 generator. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument passed seal and cut tests successfully on 3 of 3 attempts. There was no physical damage observed during testing. Logs review shows one recoverable error; however, it is not related to the instrument. Review of logs were unable to verify any failures with the instrument. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the vessel sealer extend stopped working and was not articulating correctly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was moving in an unintended direction. The issue occurred while the surgeon's head was inside the surgeon console. After the surgeon realized it was not articulating as intended, he removed his hands from the controls. There are no photos or videos for isi to review.